Event description:
It was reported an 8f angio-seal was deployed post percutaneous coronary intervention. Three days post deployment, the patient complained of pain in the right lower leg. An angiogram revealed 90% of the vessel was occluded. Balloon angioplasty was performed and blood flow improved; 25% of the vessel remained occluded. Two weeks later, the patient again complained of pain in the right leg. There was a 99% occlusion at the same puncture site. Percutaneous transluminal angioplasty was performed and a stent was placed. The puncture site was reported to have been highly calcified and the patient had a moderately tortuous vessel. The doctor believes the anchor did not deploy correctly and half of the collagen entered the artery causing the occlusion. Reportedly the patient recovered and was discharged from the hospital.

Manufacturer narrative:
No product was returned. Review of the device history confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the physician thinks that the anchor was not deployed correctly and therefore, half of the collagen entered the artery and an occlusion occurred. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.